Manufacturer narrative:
The investigation for the console (aic) controller alarm yellow has been completed. Data logs were reviewed. The reported complaint was confirmed. Two controller errors were triggered due to the console identifying the optical sensor lamp as defective (event set #1039). Preceding each controller error, the console attempted to reset the optical bench to resolve the issue, and this process also revealed that the bad lamp caused the 5s parameters to be out of spec. The console was returned for evaluation. The 5s parameters were tested and confirmed to be out of spec, and matched the pattern of a defective lamp. The console was opened up, and the lamp was confirmed to not be emitting any light while the console was powered on. The lamp was confirmed to be defective. The reported complaint was reproduced. The reported complaint was determined to have been caused by a defective lamp within the optical bench. D2-corrected common device name. D4-corrected model number, catalog number. E2 changed to no. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a "controller error" alarm upon powering up. The power was cycled in an attempt to troubleshoot the issue, but the failure remained. The aic was swapped as result of the noted issue and the device was removed from service. There was no patient involvement.